Event description:
It was reported that telemetry was lost when the autocapture setup test was run. Battery data was 2.74 v, 13 ua, 7 kohms with an estimated remaining longevity of 0.75 years. The base rate was lowered but there was still no telemetry when the autocapture setup test was run. Autocapture was turned off and the ventricular output voltage was programmed. The device was exposed to therapeutic radiation.

Event description:
It was also noted that the pulse generator could not be interrogated at the time of explant. Explant was for elective replacement indicator (eri).

Manufacturer narrative:
Na

Manufacturer narrative:
Final analysis found that the measured data was lost when the battery voltage was at 2.30 volts, due to a discrepant integrated circuit. The device was at elective replacement indicator due to normal battery depletion. After replacing the integrated circuit, normal function ensued.